Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The customer had installed a new battery prior to providing their device to physio-control for evaluation. The original battery used during the event was not provided to physio-control for evaluation. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control downloaded the electronic patient records from the event for analysis. Upon review of the electronic records, physio-control was able to confirm that the device did power off by itself during the reported event. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power during a cardiac arrest. The AED was reportedly used to provide one shock to the patient prior to powering off by itself. The customer advised that any additional attempts to shock were not possible due to the battery depletion. The customer advised that the battery indicator reportedly showed two bars when it was powered on, but showed 0 bars after the event. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response has been received.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power during a cardiac arrest. The AED was reportedly used to provide one shock to the patient prior to powering off by itself. The customer advised that any additional attempts to shock were not possible due to the battery depletion. The customer advised that the battery indicator reportedly showed two bars when it was powered on, but showed 0 bars after the event. Physio-control contacted the customer in order to obtain the patient outcome; however, no response has been received.

Manufacturer narrative:
Corrected information: age at time of event, of the initial medwatch report indicated: blank. Age at time of event, of the initial medwatch report should have indicated: 50 years. Gender, of the initial medwatch report indicated: blank. Gender, of the initial medwatch report should have indicated: male. Weight, of the initial medwatch report indicated: blank. Weight, of the initial medwatch report should have indicated: 90 kg. The initial medwatch report indicated: the customer contacted physio-control to report that their device unexpectedly lost power during a cardiac arrest. The AED was reportedly used to provide one shock to the patient prior to powering off by itself. The customer advised that any additional attempts to shock were not possible due to the battery depletion. The customer advised that the battery indicator reportedly showed two bars when it was powered on, but showed 0 bars after the event. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response has been received. The initial medwatch report should have indicated: the customer contacted physio-control to report that their device unexpectedly lost power during a cardiac arrest. The AED was reportedly used to provide one shock to the patient prior to powering off by itself. The customer advised that any additional attempts to shock were not possible due to the battery depletion. The customer advised that the battery indicator reportedly showed two bars when it was powered on, but showed 0 bars after the event. Physio-control contacted the customer in order to obtain the patient outcome; however, no response has been received. New information for supplemental medwatch: physio-control further evaluated the device's electronic records and observed that at the beginning of the event the customer received a "replace battery" message from the device. The customer has not provided physio-control with the lot code or expiration date of the battery that was installed during the event, nor did the customer provide the battery to physio-control for evaluation. Given that the customer received a ¿replace battery¿ message at the beginning of the event, it¿s likely that the customer had a depleted battery installed, which had such a low state of charge that the device could not remain powered on. However, due to the fact that the original battery was not returned to physio-control for evaluation, the cause of the reported issue could not be conclusively determined.